Event description:
Primary - the metal connection sheared off while the surgeon was using so they used power to finish the case. The patient was not harmed and no delay.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned the t-handle fractured in the jaws of the handle, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.